Event description:
It was reported that the user sought assistance for a teflon inset infusion set change (23 inch, 6 mm) and performed all preparatory steps correctly but experienced repeated unsuccessful insertions during the insertion phase, resulting in an incorrectly deployed infusion set and the call ending. Symptoms included low blood glucose, with a reported value of 42 mg/dl prior to self-treatment, and the user consumed oral carbohydrates to address hypoglycemia. Outcomes included temporary interruption of infusion due to unsuccessful set deployment. Investigation included troubleshooting and education on proper infusion set insertion and connector attachment. Investigation of this case revealed use-related difficulty with infusion set insertion and deployment consistency, consistent with an infusion set deployed incorrectly or connector not attached correctly. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.